Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer&#38112;blood glucose (bg) level was 283 mg/dl and a correction bolus was delivered via the pump to address the bg level. A system check was performed and the occlusion appeared to be related to the cartridges. The customer used cartridges from another box and the occlusions had not reoccurred.